Manufacturer narrative:
On may 14, 2024, mentor was notified that the patient was diagnosed with bilateral capsular contracture of the breasts. No baker grade ratings were provided. As an event for the contralateral side was indicated, another file was generated to document the event. On may 17, 2024, the mentor analysis lab received the suspect medical device for evaluation. On may 24, 2024, mentor completed an evaluation on the returned device. The product was returned to mentor for evaluation, the tubing, the connector, and the injection port were not returned. Mentor conducted a visual inspection and leak test of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 475cc mentor smooth round spectrum saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 475cc mentor smooth round moderate profile saline breast implants on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2024, mentor was notified that the patient had bilateral baker grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).